Event description:
The left side devices were explanted 1 and 1/2 years after implantation due to infection. Infection perforated from the posterior of the fossa-eminence, through the bone of the external auditory canal. The pt was allowed to "head" and new prostheses were implanted in 2003.